Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: how much bleeding occurred (as hematoma and laceration of mammary artery reported in event description)? Was patient given any blood products? Was there any change to procedure or post-op patient care? Was bleeding controlled during procedure? What device or product was used to control bleeding?

Event description:
It was reported that during a myocardial revascularization procedure, the clips are suffering a bad formation and this is causing hematoma. Strangulation, and laceration of branches of the mammary artery. The surgeon had to change his surgical technique and use another product to complete the surgery. There were no adverse consequences for the patient. One device was discarded.